Event description:
It was reported that a malfunction occurred on the customer's pump, which caused the blood glucose level to exceed 552 mg/dl. The customer took corrective action by using a manual injection to address the high blood glucose level. Despite the issue, no third-party assistance was required, and the customer was not incapacitated. Technical support provided guidance to reset the pump, resolving the issue without further recurrence of the malfunction code. Customer was advised to continue using the pump and to contact support again if any issues reoccurred, which was understood and acknowledged.